Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient on impella cp support had become agitated despite sedation and removed the impella catheter. The patient was taken back to the catheterization lab where the impella cp was advanced back into position. No patient harm was reported.

Manufacturer narrative:
No product was returned for investigation. The cause of the positioning issue was determined to be an unintentional use error as the pump was pulled out of position by the patient. The device passed all post sterile inspection checks.